Event description:
Patient had the essure procedure in 2009. In (B)(6) 2012, she began to have back pain. An ultrasound indicated that she had a urinary tract infection. A CT scan done on (B)(6) 2012 indicated patient had three small kidney stones and an unknown foreign body in her right upper quadrant. The essure device in left fallopian tube was visible. There was no essure device in the right fallopian tube. Her gynecologist determined that the foreign in her upper right quadrant was the other essure device. Her gynecologist performed a bilateral laparoscopic tubal ligation and removed both essure devices on (B)(6) 2012. Pathology reports indicated that the essure device on the right side was adhesed to her bowel; the device on the left was in the proper place. Patient's physician attributed her symptoms to the essure device. Patient had no pre-existing conditions.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.